Manufacturer narrative:
The customer's reported complaint description of "osteoid osteoma with uniblate on (B)(6) 2014. Used bonopty for introducer instead of our introducer. Also did not want to use xl because they wanted something with smaller gauge. Referring physician reported on (B)(6) 2014 that patient's symptoms had improved quite well. Then heard from dr that patient was having oozing from the incision site and had a half dollar size hole at the incision site from what he think a skin burn", could not be confirmed, device disposed of by user facility unable to perform evaluation. Information provided indicated tha the procedure was completed with this reported device and that there was no serious injury. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A ship history search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. (B)(4).

Event description:
As reported on (B)(4) 2014 by the user facilities medical imaging director, "osteoid osteoma with uniblate on (B)(6) 2014. Used bonopty for introducer instead of our introducer. Also did not want to use xl because they wanted something with smaller gauge. Referring physician reported on (B)(6) 2014 that patient's symptoms had improved quite well. Then heard from dr. That patient was having oozing from the incision site and had a half dollar size hole at the incision site from what he think a skin burn." Case completed with this device and no further harm or injury was reported due to this product problem.